Event description:
It was reported that an ilet user experienced hyperglycemia after the needle on the tubing ¿pitchfork¿ going into the infusion set reportedly broke, and the user subsequently reverted to an old infusion set after using subcutaneous insulin by pen while waiting for glucose to decrease. Symptoms included sweating, nausea, and vomiting, with blood glucose reaching approximately 400 mg/dl. Outcomes included transient high glucose that returned to range after replacement of the infusion site and administration of insulin, and replacement supplies were shipped along with user education and troubleshooting. Investigation included customer interview and support review. Investigation of this case revealed a suspected infusion set/tubing connection failure that interrupted insulin delivery, with cause not confirmed. It was concluded that the event was consistent with hyperglycemia secondary to disrupted insulin delivery, and that the exact root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.